Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the sequential drain was not occurring as expected across drawers and pockets. A technical support specialist (tss) explained that sequential drain functionality applies only when multiple pockets are configured under the same medication identifier (medid) with appropriate rules defined. It was confirmed that sequential drain did not apply in this scenario as the medications were configured under different medid. The tss provided clarification on workflow behavior, including combo medication functionality and access order, and suggested a configuration workaround using combo setup for the remove workflow. Limitations regarding refill and inventory workflows were also communicated. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, sequential drain did not occur. The customer required the lorazepam key pocket to open prior to the lorazepam 2 mg/ml drug located in the refrigerator. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.